Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold and opening. A microscopic analysis was performed which identify striated opening in the radius side. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage. -non penetrating nicks around the creases in the device. Additional, corrected and/or changed data: b.5, d.6b, d.9, g.1, g.6, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.